Event description:
Customer reportedly tested 262mg/dl and took 10-12 units of regular insulin. Customer reportedly passed out an hour later, and the paramedics were called. Customer tested 32mg/dl on the customer's device when the paramedics arrived. Customer was given glucose tablets and transported to the hospital where he received a glucose injection. The paramedics reportedly did not have their own device to test with, so no results were reported from their device. No quality controls were used. Requested return of suspect device and replacement was sent.